Event description:
Information received from the field does not address the patient's clinical status but notes premature end of life. The battery impedance was 24 kohms and dashes (---) were noted for current drain.